Event description:
The customer observed four to five random occurrences of error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr analyzer with reaction vessel (rv) lot 69436p100. The customer confirmed there was issue with the analyzer, therefore, they were advised to change the lot of rv's and to obtain the result log for evaluation. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
On (B)(6) 2009, the patient reported that a large air bubble formed in the insulin cartridge after it had been inserted into the infusion device. Upon follow up on (B)(6) 2009, the patient's wife reported that the insulin cartridge was almost empty, so they inserted a new insulin cartridge and had no further issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged insulin cartridge was discarded. No product will be returned for evaluation.